Event description:
It was reported that a shaft fracture occurred. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The catheter shaft fractured on a portion that was inside the patient's body during use. The device did not separate. The device was removed from the patient. The procedure was successfully completed with a new device. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the returned device was visually examined for any shaft damage. Visual examination noticed that there was shaft damage in the form of buckling/kinks. The locations of the damage were 14.5cm and 30cm from the tip. Visual examination noticed that the infusion line had burst proximal the buckling/kink damage. The location of the burst infusion line was approximately 78cm to 80cm from the tip. The device was set-up and functionally tested. The device functioned as designed except for the leaking at the burst infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that a shaft fracture occurred. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The catheter shaft fractured on a portion that was inside the patient's body during use. The device did not separate. The device was removed from the patient. The procedure was successfully completed with a new device. There were no patient complications reported.